Event description:
During evaluation of a returned spectrum iq pump, the device displayed a white screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device displayed a white screen. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a failed liquid crystal display (lcd) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.